Event description:
Reporter noted the eye went soft during the air-fluid exchange. Unit displayed error message. After 15 minutes the unit was functioning, but surgeon did not feel comfortable completing the case and aborted the procedure. Stated pt was not doing well.